Manufacturer narrative:
(B)(4). The device history record was reviewed and no issues that could have contributed to the reported failure were noted. Visual examination was conducted on the returned sample and it was observed that the catheter was broken into two parts. Closer examination on balloon area did not observe failure. Balloon was able to be inflated by air using needle. Both devices were examined using the dino-lite to analyze the damaged area and torn edges. The torn edges were jagged with excessive material at one side indicating external force was applied at the joint area causing the catheter to break. In current standard operating procedure each batch was tested with weight load test of the injection molding process. Batches will be released upon passing this test. Based on the investigations, no problem found, which could have contributed from manufacturing processes. Complaint not confirmed.

Event description:
Alleged event: during the inflation of the balloon, the balloon detached from the catheter. There was no patient involvement.

Event description:
Alleged event: during the inflation of the balloon, the balloon detached from the catheter. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.